Event description:
It was reported that during an inferior vena cava filter placement procedure via the right internal jugular vein access, the filter was deployed in a pin and pull motion without difficulty. It was further reported that the legs of the filter were allegedly appeared to be tangled or stuck together. Furthermore, it was also reported that the venogram showed a possible tear in the intima of the inferior vena cava. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one jugular denali filter kit was returned for evaluation. Three fluoroscopic images were provided for review. The first image demonstrates venacavogram. The second image shows the deployed filter, the longer limbs (lower legs) appear to be tethered together. The third image shows the filter seen in image #2 and is challenging to assess the fine details due to contrast having washed out. Upon visual evaluation on returned sample, the filter was received in a deployed position. There is no anomaly noted to the device. Therefore, based on the sample evaluation, the investigation is inconclusive for the reported failure to expand issue. However, the investigation is confirmed for the reported failure to expand issue as the filter longer limbs (lower legs) appear to be tethered together. A definitive root cause for the reported failure to expand issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was deployed in a pin and pull motion without difficulty. It was further reported that the legs of the denali allegedly tangled or stuck together. It was also reported that venogram showed the filter had a small intimal tear. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.